Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using a viscoject 2.2 delivery device. During insertion of the iol, the physician observed that the trailing haptic was torn. Intervention was performed in order to enlarge the incision and remove and replace the lens with a second (B)(4) iol. According to the physician, the patient's visual outcome is good. Reference MDR: 1119279-2010-00134.

Manufacturer narrative:
According to the physician, the most likely cause of the iol damage was a loading error. (B)(4).